Manufacturer narrative:
The investigation of stroke/cerebrovascular accident (cva) has been completed. The impella device was not returned for evaluation. As this clinical information was not provided, the true root cause of the stroke/cva could not be determined.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. After two days of support, the patient experienced a brain bleed. Heparin was in the pump purge. Subsequently, care was withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿